Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to dispense the medication morphine 20 mg/ml. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medicine. A technical support specialist (tss) opened the drawer to perform testing and confirmed that cubie was not latching properly in place. While the drawer was open, the tss customer corrected the alignment issue and then attempted to issue the item again. This time, the process worked successfully. The system functioned as intended after the technical support specialist investigated and customer resolved the device.